Manufacturer narrative:
The surgeon is dr. (B)(6). Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received. It was reported that the patient is a twin and was born pre-maturely with a high level disability. She was blind in one eye, but able to graduate from high school. In 2015, at 30 years of age, the patient fell on hard concrete and had a tbi (traumatic brain injury) and had a shunt implanted. The date of service (dos) was estimated to be (B)(6) 2015 or (B)(6) 2015. The patient's symptoms began with lethargy and headaches, and it appeared she had "significant mental changes" after the shunt was placed and was sent to a state hospital. The patient¿s mother thought the device was ¿defective¿ and further indicated that she felt the hospital and surgeon were falsifying records related to the product and patient. The patient's mother stated that the shunt was removed 2017 sometime in (B)(6). She has not stated what the problem was with the shunt, just that it was ¿defective."

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient was implanted with a shunt; however, it killed their brain, and ever since, the patient has had medical brain issues.

Manufacturer narrative:
H2) additional information was received from the medical facility where the patient visited. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Below are the medical records that where received from the facility where the patient visited. (B)(6) 2015 the patient had normal pressure hydrocephalus. The 1.5 shunt was placed. The patient was a 29 year old female with a history of large pituitary cystic mass post transsphenoidal resection. Previously underwent lumbar puncture. The patient's mother reported significant improvement after high volume lumbar puncture. That patient and family was requesting shunt placement. The patient did good in the surgery and on the third post-op day they returned home. During the spinal tap procedure the entry points were marked. And the area was sterilized. The incision was extended down the pericranium. A small burr hole was created. The wound was irrigated. The peritoneal fascial was then opened and dissected. The valve was programmed to perform at 1.5.the catheter was tunneled from the abdomen all the way to the scalp. Difficulty was had tunneling just below the clavicle to the scalp incision. The tip of the tunneler broke at the base of the skull. The instrument could not be seen by the x-ray machine so the surgeon had to make a small incision in the upper neck area and finger dissect to look for the broken piece. They did find the broken piece and was able to remove all pieces. Finally, they were able to tunnel the catheter the remainder of the way. The catheter and valve were attached and assembled. The wound was irrigated. The incision were closed and antibiotic solution were applied. Appropriate dressings were added. No other complications were reported. There was an hour and half delay to the procedure. (B)(6) 2015 the patient was post vp shunt placement for suspected normal pressure hydrocephalus. The patient had a long-standing history of imbalance and headaches. They also had a psychiatric history as well. The incision had healed well. The shunt had shown benefit. Their balance had significantly improved and the headaches had resolved. A repeat CT scan was recently obtained. The ventricles had decreases in size compared to prior study. The CT scan of the head there was presence of the ventricular catheter on the right side. It was in good position. There had been a small reduction in the size of the ventricles compared to preop. There was no signs of over drainage. Additionally the patient is suffering from panic attacks and restlessness. The incision sight has healed well. (B)(6) 2015 the patient arrived in the ER throwing up and sensation of knots by their incision site and chin, along with pain. A CT was completed. It showed no significant changes from the last study. The incision site was healed well. The shunt was stable and unchanged from the last CT. The shunt pumps and refills. The shunt was set at 1.5 in the strata valve. (B)(6) 2015 the shunt pumps and refill. The shunt setting was checked. The final setting was at 1.5. (B)(6) 2015 a follow up was performed they were having headaches and mood changes. The CT remained stable. No changes were seen from the previous scans. The patient was present for a shunt check. The shunt was reading at 2.5. Previously it was at 1.5. The shunt was readjusted to 1.5. The hcp gave a script to recheck the CT in a week. The patient had behavioral issue all along and this had not improved even with shunting. It was recommended to see a psychiatrist. (B)(6) 2017 the patient visited the site. They had undergone workup including CT scan and high volume spinal tap. The mother reported improvement with the patients balance issues, headache and urinary incontinence after the shunt placement. However, later the patient had fallen and sustained a concussion which required readmission to the site and underwent workup again and shunt. This time there was not as much improvement. The patient had a psychotic behavioral issues as well. The patient mother had presented to the office asking for help as they were not happy with the treatment at the stie. The CT showed ventriculomegaly. The health care professional (hcp) told the mother that the patient probably had dilated ventricles for long time and now somewhat compensated especially since their opening pressure was normal at the site. For their clinical issue of balance and urinary incontinence they felt that they may have some symptoms suggestive of normal pressure hydrocephalus (nph). The hcp discussed the options of shunt and left it up to the mother to decide if they wanted try it in the hopes that the patient would show some benefits. They wanted to proceed with the shunt. The patient was seen at the site after the shunt replacement. The patient had some improvements with balance and urinary incontinence. They stated that their vision had changed but reports no dry eyes, no irritation. They were seeing double vision and pain in or around the eyes. They states they had ear pain but no difficulty hearing and ringing in the ears. They had dry mouth but no sore throat. They had shortness of breath when walking but no chest pain. They had muscle aches, muscle weakness, arthralgias/joint pain, and back pain. They had numbness of limbs, tingling. Difficulty walking, muscle spasms, trembling of shaking, and athena limited motion. They loss of consciousness, weakness, dizziness, and frequent or severe headaches. Speech difficulties, fainting, and memory lapses or loss. Difficulty swallowing. The patient was seen several times in 2015 with CT. Post-op CT showed some improvement in the ventriculomegaly. There was no signs of over drainage on the CT. The patient had a number of admissions for psychotic behavioral issues. On one instance the mother reported that the patient was raped during one of the admissions. The mother also stated that she talked to a number of surgeons to remove the shunt and they all refused. The hcp was consulted at the time and concern on possible shunt malfunctions and obstruction was raised. The patient underwent revision with replacement of the valve. The shunt was functional. It made no difference to her behavior. Once the device was taken out the hcp followed up with the family on several occasion remin ding them to have the stiches taken out. The patient never followed until now. The incision had healed well. There were no sutures seen but the hair had already grown over the area. The patient had arrived for a shunt replacement with subsequent ligation of the shunt. The shunt had been nonfunctional since it was ligated by a different hcp. The patient was still having psychotic behavioral issues despite the shunt being tied off. The mother still wanted the entire shunt taken out. The current hcp told the family that they could remove the device if that is what they wanted. An appointment was made to remove the device. (B)(6) 2017 the patient arrived to the site for a consult to remove the vp shunt. The incision had healed well. The patient presented to the office for a would check and suture removal. The patient was prescribed 100 mg zonisamide capsules to take once daily by mouth. They had confusion and vision issues. Their allergies and medication were reviewed. There was a reported problem of neoplasm of uncertain behavior of pituitary gland and communicating hydrocephalus. The patient had cranial cyst brain surgery previously. The incision had healed well. (B)(6) 2017 the patient's mother had requested removal of the shunt. It was stated that she was convinced that the shunt may be related to her daughter behavior. The surgeon agreed to discontinue the shunt. The surgeon ligated the catheter just distal to the valve. As a result, the shunt was tied off. No follow up was conducted with the patient due to the patient being brought to new york by her mother. Where she sought evaluation by a number of other neurosurgeons to request removal of the shunt material. According to the mother, no one would agree to remove the shunt, which had been nonfunctional and being completely tied off in its nature. The patient was readmitted back into the ER with a low grade temperature. There was no evidence of any white counts or any shunt infection. Nevertheless the mother still requested the complete removal of the shunt the patient was prepped for the procedure. The patient went under general anesthesia and placed in supine position. The head was rotated towards the left side. Hair was removed around the shunt site. The scalp, neck, chest, and abdomen area were prepped and draped in the usual sterile fashion. The previous incision was opened. The valve was disconnected from the catheter. There was a crystal clear fluid noted through the catheter. The catheter was removed. The valve and the catheter were removed in its entirety. A small portion of the catheter and valve was sent to pathology. The wound was irrigated. No complication were noted.

Event description:
It was reported that the patient was implanted with a shunt; however, it killed their brain, and ever since, the patient has had medical brain issues.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.